Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. Patient noted having dementia and peripheral vascular disease which is unknown if that caused or contributed to the death. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient passed away approximately 71 days post-implantation due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-0327 lot unk tprloc cocr cmtd stm t1 12.5mm. G2: foreign - event occurred in netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.